Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 387 mg/dl. For treatment, the patient gave no information. The pod was worn longer than 48 hours on the arm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.